Event description:
Information was received that while a smiths medical cadd cassette reservoir cassette is leaking. The customer is unable to ascertain the location of the leak. No patient involvement.

Manufacturer narrative:
Additional information: d10, h6, h10. Device evaluation: one cadd cassette reservoirs was returned for analysis. The sample received consist of one cassette product form p/n 21-7302-24 l/n 3882472. The sample was received in used conditions without its original packaging inside in a plastic bag. The sample was visually inspected, at a distance of 12" to 24" and normal conditions of illumination and found the sample pressure plate detached. Functional testing performed by using a syringe to infuse water into the ay bag and leakage was detected in the ay bag. The customer's reported problem was confirmed. According to the investigation, the most probable root cause of the reported problem is that, during leak testing operation the cassette's that failed (leak test), were not properly segregated. The problem source of the reported problem is manufacturing.